Event description:
(B)(4). I broke out in hives and throat closed. Went into anaphylaxis shock 3 separate times. 3 separate trips to e.r. Now have emergency surgery scheduled in 5 days to get essure removed because I'm allergic to it.